Event description:
The customer contacted philips healthcare to report that they had to press "very hard" on the charge button to get the button to respond.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.